Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, an ophthalmic system vitrectomy stopped working and program switching failure had occurred. Details of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Correction information is provided in sections b.5. The surgery was previously reported as combination of vitrectomy and cataract surgery. Upon further review, the reporter did not provided the surgery details. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, an ophthalmic system vitrectomy stopped working and program switching failure was occurred. Details of procedure was not reported. No patient impact was reported.

Event description:
A customer reported that during combination of vitrectomy and cataract surgery, an ophthalmic system vitrectomy stopped working and program switching failure was occurred. No patient impact was reported.

Manufacturer narrative:
Additional information is provided in sections b.5, d.9, h.3, h.6 and h.11. Service history was reviewed for the system. There was no service record relevant to the reported event, found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).